Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer on the primary set cracked, chipped or broke when connected, leaving the patient¿s line opened. The customer indicated that this has occurred multiple times. There was no report of patient harm and no specific event dates were provided.